Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The patient had undergone choledochojejunostomy. After placing a wire guide in b2 (bile duct #), the device was advanced to b3 which was a target site through fujifilm's balloon endoscope and the anastomotic site of choledochojejunostomy. When the physician pulled the handle in order to deploy the stent, the handle could not be moved distally, which made it unable to deploy the stent. Therefore, the device and wire guide were removed together from the patient and another device of the same specifications was used instead to finish the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The patient had undergone choledochojejunostomy. After placing a wire guide in outcomes attributed to adverse event (bile duct #), the device was advanced to date of event which was a target site through fujifilm's balloon endoscope and the anastomotic site of choledochojejunostomy. When the physician pulled the handle in order to deploy the stent, the handle could not be moved distally, which made it unable to deploy the stent. Therefore, the device and wire guide were removed together from the patient and another device of the same specifications was used instead to finish the procedure. There have been no adverse effects to the patient reported.

Event description:
The patient had undergone choledochojejunostomy. After placing a wire guide in outcomes attributed to adverse event (bile duct #), the device was advanced to date of event which was a target site through fujifilm's balloon endoscope and the anastomotic site of choledochojejunostomy. When the physician pulled the handle in order to deploy the stent, the handle could not be moved distally, which made it unable to deploy the stent. Therefore, the device and wire guide were removed together from the patient and another device of the same specifications was used instead to finish the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Device evaluation the zilbs-635-10-8 device of lot number: c1486427 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 18 october 2018. The stent strut was protruding through the flexor. It should be noted that multiple failures were identified in the lab. The flexor was broken and the cannula was bent as a result of the stent strut protrusion through the flexor. It has been confirmed by engineering that these are all related to the failure of stent strut protruding through the flexor. Document review: prior to distribution all zilbs-635 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1486427. IFU review/packaging insert review: it should be noted that the product packaging insert states the following: ¿contraindications to applicable subjects (patients) include but are not limited to those specific to ercp and any procedure to be performed in conjunction with stent placement.¿ it may be noted that the product instructions for use states the following: ¿contraindications include those specific to ercp and any procedure to be performed in conjunction with stent placement.¿ root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of the device in a patient with altered anatomy. It is known that the patient had undergone a choledochojejunostomy prior to the procedure. It is possible that the stent damaged the outer sheath as the device tracked through the altered anatomy. Summary: complaint is confirmed as the failure was verified in the laboratory. The stent strut was protruding through the flexor. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.